Manufacturer narrative:
The inspection of the device by the service department of olympus (B)(4). (B)(4) confirmed the followings; the angulation range of the bending section was non-standard. The adhesive on the bending section rubber was peeling off. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. This report will be supplemented as additional information becomes available.

Event description:
An olympus engineer found a gap in adhesive area between plastic cover and distal end during the acceptance inspection. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Based upon the photos from olympus (thailand) co., ltd. (Oth), olympus medical systems corp. (Omsc) confirmed the following; -white foreign matter had adhered to the plastic cover. Omsc assumed that this foreign matter might be water scale. -the gap between the plastic cover and the adhesive on the distal end was partially discolored brown. The instruction manual provides preventive measures against the reported failure mode. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based on the similar events in the past, omsc assumed that the reported event was caused by followings; -the customer stored the scope with moisture remaining on the distal end. -gap corrosion occurred between the plastic cover and the distal end. If significant additional information is received, this report will be supplemented.